Manufacturer narrative:
It was reported that during a revision surgery the patient presented a flexion contracture. The 12mm cr poly was removed and replaced with a 9mm cr poly. The associated device, used in treatment, was not returned for evaluation. Smith and nephew has been unable to obtain device details. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Probable causes could include but not limited to patient medical history or traumatic injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during a revision surgery the patient presented a flexion contracture. The 3-4 12mm cr poly was removed and replaced with a 3-4 9mm cr poly. No further information available.